Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient was seen by their neurologist on monday and the majority of their symptoms had resolved. The hcp felt she had a stroke as she was considered higher risk for stroke since she was a smoker, but she couldn¿t have an MRI so a stroke wasn¿t confirmed, but they did feel their symptoms and timing followed a stroke. The patient still had left eye double vision, but it was improving. It was noted contact 0 did have a high impedance, but the cause was unknown; there were no falls.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 3389s-40, lot# va2c66x, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va2c66x, ubd: 12-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was watching tv 4 days ago and their vision just went double. Their right eye drooped and their balance was off. The patient went to the ER and is now inpatient for stroke work up. MRI was not able to be performed due to high impedance on contact 0. Other stroke workups and imaging to help determine the location of a possible stroke is planned. The issue was not resolved.